Event description:
The customer reported that the device failed the pacer test in operational check.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the pacer test in operational check. Philips spoke with the customer to localize the issue to the pads cable. We are considering this a malfunction of the pads cable.